Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2007; 693558 lead, implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the impedance on the right ventricular (rv) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv defibrillation coil was variable. Analysis of the device memory indicated the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the svc defibrillation coil was variable. On (B)(6) 2014, rv and svc coil lead impedances measured greater than 200 ohms. Beginning (B)(6) 2014, rv lead impedance reading 210 ohms. Beginning (B)(6) 2014, svc lead impedance reading 226 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had elevated impedance and exhibited out of range high rv coil and svc coil impedances. The can to svc coil was noisy when the patient moved. An x-ray revealed no issues; the pin was in the header. The lead was explanted and replaced. No patient complications have been reported as a result of this event.